Manufacturer narrative:
A complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts related to the reported event. Visual inspection and x-ray examination of the lead did not reveal any anomalies. Damage noted on the lead was that consistent with the explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Multiple noise episodes were recorded on the atrial channel, resulting in inappropriate mode switches. The atrial lead was explanted and replaced. The patient's condition was stable throughout.